Manufacturer narrative:
Exact date unknown, event occurred on 2017.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.